Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of pca with various burned components and corrosion. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. There was multiple error has been identified.